Event description:
Md using 1.0 micro lorenz set and electric stryker to drill holes for screws. Tip of drill bits snapped off intra-operatively. Drill bit 0.7mm x7mm 01-7427 and drill bit 0.7mm x 5mm 01-7425.